Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code :e210401. Health effect - impact code :f1205. Health effect - impact code :f2203.

Event description:
It was reported that following a recent full revision surgery that patient began to experience an increase in seizures and have excruciating pain down her face, jaw area, and ear. The new generator was seen with high impedance and was disabled. The patient had an x-ray and ctscan, all showing no visible lead discontinuity or detachment. The patient later had pin re-insertion surgery which resolved the high impedance. The high impedance is therefore not reportable as it was caused by surgeon error. It was later reported that patient was continuing to experience the painful stimulation. Patient was instructed to disable the device with magnet to alleviate the pain and discomfort which helped but noted she accidentally performed a magnet swipe and experienced severe pain in neck, throat, and jaw. It was later reported that the settings were reduced and patient is feeling much better aside from occasional left ear pain that remains at lower magnitude. As much of these events have been occurring both before and after the pin-reinsertion surgery they are being captured and reported together in the same file. The surgeon's failure to follow instructions during surgery by not completely inserting the lead pin is the most likely contributing factor to the patient's continued sensitivity to stimulation that has required settings adjustments. The physician has responded that settings were reduced which improved pain to left ear and jaw. Settings and diagnostics were provided showing that the device is operating within normal limits with no malfunctions seen. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, b6. Relevant tests/laboratory data, including dates; corrected data; information was received prior to submission of initial MDR.

Event description:
Normal mode output was increased. Patient saw the surgeon who informed patient that if the events continue without resolution that the only option could be to remove it and patient reportedly does not want the device removed. The physician has responded that both the hoarseness and coughing occur with stimulation only and is due to vns stimulation. No other relevant information has been received to date.